Event description:
Doctor attempted to intubate pt with "new" stock ett. He was unable to pass the tube through the vocal cords after repeated attempts. The ett did not hold its shape despite using a standard stylet. The tube spiraled about itself. Pt was sucessfully intubated on first attempt using an ett of the "old" style. Previous vendor was mallinckrodt.======================manufacturer response for sourcemark endotracheal tube (per site reporter).======================they have never heard of the problem.